Event description:
The facility representative reported to the baxter sales representative that a colleague infusion pump failed to alarm occlusion for at least an hour. This incident occurred while a patient received magnesium sulfate during child labor with one (1) unit of the buretrol solution set, product code 2c8819, lot number ur08d25092. The nurse read about 75cc of magnesium sulfate in the burette upon clearing the patient's pump; so, the nurse did not add any and assumed that it had been overfilled prior to taking over. When the nurse returned to clear the pump an hour later, there was 125cc of fluid in the burette and the magnesium sulfate bag was almost full. The nurse found the tubing to be flat with air in places and the patient's IV site to be clotted off. The pump never alarmed occlusion at any point during that time. The customer stated the site had obviously been clotted off for at least an hour. The nurse restarted the patient's IV and replaced all patient tubing with no further incident. There was no reported patient injury or medical intervention associated with this incident. The pump serial number is unknown. No additional information is available.

Manufacturer narrative:
The reported condition of failure to alarm occlusion could not be confirmed, because the device was not returned to baxter for evaluation. The facility continued to use the device after the reported condition without any further reported complications.